Manufacturer narrative:
A complete analysis and testing of the sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had a cal error and a change sensor alarm on the insulin pump. Customer's blood glucose level was 209 mg/dl. Customer stated that she was having low blood glucose levels and had a blood glucose level of 39 mg/dl. Customer stated that she has spoken to her health care professional regarding this issue. Customer stated that she treated by drinking orange juice. Customer reported that she had another low blood glucose level and was treated at her doctor's office with tablets. Customer was advised to remove and change out the sensor. No additional information provided..

Manufacturer narrative:
Currently it is unknown whether or not the device may have cause or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.